Manufacturer narrative:
The customer reported that the cns (central monitor system) showed signal loss and drop outs for the telemetry system. Nihon kohden technical support did troubleshooting via the phone with the customer to find the noise floor and rssi levels of the telemetry system. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitor system) showed signal loss and drop outs for the telemetry system.